Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to cross a lesion in the ramus coronary artery with a 3.00 x 16mm taxus express2 drug eluting stent when it was noticed that the stent struts were bent. The artery was pre-dilated with a 2.50 x 9mm rx maverick balloon. The taxus express2 stent was removed and it was reported that the procedure was completed with a 3.00 x 12mm taxus express2 stent. There were no pt complications reported.